Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed diagnostic data was cleared due to a power on reset which occurred post explant on 27 aug 2013. Consequently, performance data collected on (B)(4) 2013 was reviewed and that indicated that the device was stuck in a session since (B)(6) 2009; a stuck reedswitch was suspected.

Event description:
It was reported that the device had early battery depletion, possibly due to high battery impedance. It was also reported that the patient presented with severe bradycardia, fatigue, and pre-syncope due to no capture by the right ventricular lead. A polarity switch and lead warning were also noted. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 1882tc competitor implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.